Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues were observed. The investigation was unable to duplicate the initial complaint about a ¿rewind issue¿. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue; the rewind step will not stop. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because insulin delivery to the patient could be effect if the rewind step is not able to be completed.